Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failure failed to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to open. A field service engineer (fse) found that drawer 3 was failed, tested the drawer in the hardware test application and no problem was found, it seemed that the drawer just needed to be recovered. The fse stated that the issue was resolved by having the customer recover the drawer. The system functioned as intended after the field service engineer troubleshot the device.